Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 30. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, fracture of the implant was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and bleeding. No further patient complications were reported.